Event description:
It was reported to the manufacturer, by in-home care giver, per caregiver, as the in-home caregiver was lifting the pt off the floor, the weld at the base of the lift gave way resulting in the pt falling a 2nd time. Follow up investigation revealed the caregiver uses the lift to pick his wife up after she falls. Using the lift, he lifted her apx 2 feet off the ground when the weld gave way at the u base. She was dropped into the corner of the dresser and the lift fell on top of her. She received a bump on the head and bruises. The pt refused medical attention. The caregiver stated that he has used it 8 to 10 times to lift her off the floor after a fall. The caregiver stated that his wife has had repeated falls and has multiple bruises. (B)(4) entered into system to retrieve the lift back for evaluation.

Manufacturer narrative:
Joerns is sending report to lift manufacturer.